Event description:
This lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2017 due fo an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) clinic and hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).